Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high capture thresholds. The physician elected to explant and replace the lead one day post implant during right ventricular lead revision. The patient's condition was stable.